Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that an error message reading "battery cannot be charged...full backup may not be available" was displayed. The device was used for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.